Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73c160006 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The surgeon entered the trocar and fired first clip. The clip went on fine and he pulled off the vessel to load the second clip and the clip entered into the jaws but did not fully engage or open. He pulled the applier out of the trocar and dry fired a few clips as to not jam the applier. He pulled the clip out of the jaws with his fingers and tried to load it again. Again the clip came into the jaws but did not fully open or lock into position. He attempted one more time and it was noticed that there was a small metal piece sticking out of the top of the jaw. He stopped using the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the tube of the device is severely bent and almost broken in half. The rotation tab could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Although the reported complaint issue could not be confirmed, there was a confirmed issue with the returned device. Functional inspection was not able to be performed due to the tube being severely bent. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The surgeon entered the trocar and fired first clip. The clip went on fine and he pulled off the vessel to load the second clip and the clip entered into the jaws but did not fully engage or open. He pulled the applier out of the trocar and dry fired a few clips as to not jam the applier. He pulled the clip out of the jaws with his fingers and tried to load it again. Again the clip came into the jaws but did not fully open or lock into position. He attempted one more time and it was noticed that there was a small metal piece sticking out of the top of the jaw. He stopped using the device. The patient's condition was reported as fine.